Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The stent struts from the centre of the stent extending towards the proximal end were stretched, distorted and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device. The guide catheter involved in the complaint incident was not returned for analysis. The device is compatible with a guide catheter with an internal diameter of = 0.056 in (1.42 mm). The stent od was measured at the undamaged distal end of the stent which is within specification. No issues were noted with the balloon profile. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. There were no issues noted with the profile. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm promus premier¿ stent was advanced over the guidewire through a guide catheter however resistance was felt when the device was half way up the guide catheter and it would not advance through it. The physician pulled the device back outside the body and it was noticed that the stent was damaged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50x16mm promus premier¿ stent was advanced over the guidewire through a guide catheter however resistance was felt when the device was half way up the guide catheter and it would not advance through it. The physician pulled the device back outside the body and it was noticed that the stent was damaged.